Manufacturer narrative:
The event occurred outside of the united states.while this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking at the headset and that the self-adhesive of the infusion set was wet with insulin. No adverse event was reported. The lot number was not provided. The infusion set was requested to be returned for product evaluation.